Manufacturer narrative:
Hill-rom technical support found the end tube was broken. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account will replace the end tube to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the side rail would not latch. The bed was located in the ER hallway at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).